Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue.